Event description:
On (B)(6) 2011, the patient underwent the surgery with the g3 long nail. About 9 months after, the surgeon found through the x-ray that the nail was broken. Therefore, the surgeon is planning revision surgery by bha on (B)(6). The surgeon requested the investigation of the removed implants. This patient has bone tumors and the fracture part was non-union.

Manufacturer narrative:
Once the investigation has been completed any additional informaiton will be reported in a supplemental report. Additional devices: 3060-0085s lag screw, ti gamma3 10.5x85mm lot no. K646131; 18965-035s locking screw, fully threaded t2 tibia 5x35 mm lot# k910009; 18965-040s locking screw, fully threaded t2 tibia 5x40 mm lot# k429408.